Event description:
The absolute stent did not deploy over the spartacore wire. The sfa vessel was described as tightly bifurcated. The physician pulled the entire device out without incident. The physician then attempted to deploy the stent outside of the patient's body; and the stent partially deployed. There was no reported injury and no additional information available.